Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 21-aug-2024. The device evaluation details: the smart touch bidirectional sf device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test evaluation of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a rupture in the surface of the pebax. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue and foreign material inside the pebax reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atypical flutter ablation procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a rupture in the surface of the pebax. The catheter was used during the procedure. After minutes of ablation and no errors, all of a sudden, the force sensor was showing high force only when ablating. The physician pulled the catheter out and visually noticed blood inside the tip of the catheter. The catheter was exchanged for a new one. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 28-aug-2024, observed reddish material and a rupture in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a rupture in the surface of the pebax on 28-aug-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
Additional information was received on 25-oct-2024. The sheath that was used for this procedure is not known. It was not a biosense webster product. The physician did not communicate any difficulty while maneuvering the catheter or during the withdrawal. The force sensor gave high force only when ablating. The physician pulled the catheter out and visually noticed blood inside the tip of the catheter. They did not notice in the moment that the pebax was physically damaged. The physician only saw the blood inside the tip. Therefore, processed the d10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).